Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported by the patient that he was not doing well right now, as the therapy stopped helping his symptoms. Patient tried changing programs, patient was on p1 and went to p2 and currently the patient was on p3. Patient reported that the patient programmer (pp) displayed ins was on. Patient reported he knew it was stimulating. In programs p1 and p2 he felt stimulation but some in p3 he could really feel the shocks/stimulation. Patient changed to p3 and it was at 1.9v and patient had to back it off. Patient was concerned his device might not be working because of some things that happened. Patient reported, he had 2 mris and a fall and was wondering if those could have affected his device. Patient reported he had kidney stones early summer and had one pass. An MRI was performed in late (B)(6). Patient reported he fell in the (B)(6). He had flooding in the bathroom, patient slipped and reinjured the back that was fixed 2 years ag. Fall caused severe problems with moving and patient had to use a cane until it was fixed. An MRI was performed in (B)(6) for the patient¿s back. Patient reported that the fall and back problems were not related to the device. Patient was redirected to their healthcare professional (hcp) to check their device. The risk of MRI if guidelines are not followed was reviewed. It was also reviewed with the patient that it was recommended to have the device checked after a fall. Patient would try other settings as well and report to their hcp. No further symptoms reported. No further complications reported/anticipated.